Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during cerebral angiography or during withdrawal of the whole system from the body. Manual pressure was used to stop the bleeding. There was no reported patient injury. The intended procedure was carotid artery stenting. The indicator did not change color. The patient had a medical history of hypertension, but other patient information is unknown. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no tortuosity, no stent nearby, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. An audible click was heard when the sheath and vcd locked. The bleed-back indicator was not visibly damaged. The physician did not have the thumb placed on the plug deployment button during retraction, and no excess force was needed to fully depress the button. The indicator window did not show any red color during retraction. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color during cerebral angiography or during withdrawal of the whole system from the body. Manual pressure was used to stop the bleeding. There was no reported patient injury. The intended procedure was carotid artery stenting. The indicator did not change color. The patient had a medical history of hypertension, but other patient information is unknown. There were no visible signs of device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium or plaque, no tortuosity, no stent nearby, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. An audible click was heard when the sheath and vcd locked. The bleed-back indicator was not visibly damaged. The physician did not have the thumb placed on the plug deployment button during retraction, and no excess force was needed to fully depress the button. The indicator window did not show any red color during retraction. One non-sterile vascular closure device 5f was received for analysis. Upon visual inspection, the deployment lever on the device was not depressed, and the plug was present on the delivery shaft in its manufactured position, which was found with dry blood residues. The indicator wire was fully deployed; the indicator window was received in the black/white position, and the guard was found locked. No other anomalies were observed during this analysis. Additionally, a cordis catheter sheath introducer (csi) used in the procedure was returned with the device. Exoseal functional testing was executed by first pulling the indicator wire to achieve the black/black position and then depressing the deployment lever, resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to assess the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed that could be related to the reported event. The reported event of ¿indicator window-no change to indicator¿ was not confirmed through analysis of the returned device since it passed functional analysis and the window changed positions as expected. The exact cause of the reported failure could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since the device passed functional analysis when testing the indicator window. However, vessel characteristics and/or procedural/handling factors may have contributed to the reported no change to indicator experienced. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.